Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked. The leak occurred in the middle of the tubing. The titanium transfer set has been connected for five months. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed which noted a hole in the tubing approximately 8 cm from the closed sleeve. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak was noted from the hole in the tubing. The reported issue of leak was verified. The cause was the hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.